Event description:
It was reported that the patient lost therapy due to high impedances. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that the lead was fragmented. The physician explanted and replaced the whole lead and effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of high impedance -fracture was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.